Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a remote monitoring transmission, the right atrial lead exhibited noise. The patient was followed-up in clinic where it was confirmed that the lead exhibited noise due to a fracture. On 01/09/17 the lead was capped and replaced. The patient was asymptomatic before and post surgery.